Manufacturer narrative:
(B)(4). A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release. The device has not been serviced by baxter prior to this event, so there is no service history to review.

Event description:
The facility reported a colleague infusion pump with a failure code of 40:430:260:c3230402. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 40:430:260:c3230402 was confirmed during product evaluation. The root cause was assigned to master software failure. No repair is required to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.